Event description:
It was reported that the 2600 system displayed a 404 error code on the tower. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the table sensor pcb. The system was tested and found to be working as intended and placed back into service.